Event description:
An alarm indicating high pressure was reported.

Event description:
An alarm indicating high pressure was reported.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The sticker on the back of the unit indicates calibration is not overdue. The pump was visually inspected for any signs of damage such as scratches or dents; none were seen. The sensor and roller wheel were visually inspected and there were no signs of any damages. However the roller wheel appeared to be dirty. The pump was powered on and checked for any error messages; none were seen. A hand pressure gauge was used to check the accuracy of the pump and was within specification. A tube set was inserted into the pump with a water source and joint test fixture with a pressure sensor transducer connected; then the pump was allowed to run for several minutes and was able to maintain the set pressure when tested with the shaver outflow valve open. When the shaver outflow valve was set half way the pressure fluctuated greater than 30 units and when closed greater than 100 units of the set pressure. Then the pump was calibrated and retested according to the previous tests and was able to maintain the set pressure when the shaver outflow flow valve was opened, set half way, and closed. The next day the pump was retested and was not able to maintain the set pressure with the shaver outflow valve open, halfway, and closed. The pump was opened to see if there were any damage components to the boards; none were seen. Possible root cause for the overpressure could be that the main board is not retaining calibration. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Upon reciept of the device, overpressure was confirmed. Additional information will be provided once investigation has been completed.